Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient was taken into surgery on (B)(6) 2016 to wash out the lead site due to suspected infection. The site was cleaned and a culture was taken during the procedure. The patient was put on antibiotics, however, the results of the culture came back as negative. Follow-up revealed the patient was doing well and had effective therapy.